Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) in the femoral artery, a saber balloon dilatation catheter ruptured before nominal pressure. There was no patient injury and another balloon was used instead to finish the procedure. The lesion was moderately calcified. The rate of stenosis was 100%. An approach was made with a sheath introducer. After the lesion was crossed with a guidewire, a saber was delivered to and inflated at the lesion. However, it ruptured before nominal pressure during second-dilatation. Therefore, it was removed from the patient and another new balloon (4x120mm sleek otw, cordis) was used instead. The procedure finished successfully. There was no reported patient injury. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used is unknown but the contrast to saline ratio was 50:50. The type and brand of inflation device was used was unknown. It is unknown if the same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the vessel and from the other devices. It was also removed intact from the patient. The product was not returned for analysis. A device history review (DHR) of lot 17023281 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received that there was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used is unknown but the contrast to saline ratio was 50:50. The type and brand of inflation device was used was unknown. It is unknown if the same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the vessel and from the other devices. It was also removed intact from the patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pta in the femoral artery a saber balloon ruptured before nominal pressure. Another balloon was used instead to finish the procedure and there was no patient injury. The lesion was moderately calcified. The rate of stenosis was 100%. An approach was made with a sheath introducer (terumo 6f). After the lesion was crossed with a guidewire, a saber was delivered to and inflated at the lesion. However, it ruptured before nominal pressure during second-dilatation. Therefore, it was removed from the patient and another new balloon (4x120mm sleek otw, cordis) was used instead. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis.